Event description:
The MFR received info alleging a millennium m-10 concentrator failed to function properly and the pt expired. The device was reported to only provide 6 liters of oxygen when the device was set to deliver 10 liters of oxygen to the pt. The device has not been returned to the MFR for investigation. A f/u report will be submitted when the MFR has completed the investigation.